Event description:
Pre-operative diagnosis: bilateral symptomatic macromastia, previous bilateral augmentation mammoplasty retromammary with silicone implants elsewhere (ancient); lipodystrophy chin and diastasis platysmal muscle midline; bilateral symptomatic abdominal pannus. Post-operative diagnosis: same. Operative procedure: bilateral reduction mammoplasty; approx room weight removed: right breast 520 grams, left breast 511 grams; bilateral silicone implant and implant material removal for bilateral ruptured implants, right implant weighed 233 grams, left implant 235 grams; bilateral formal capsulectomies with extensive saponification and calcium formation, left greater than right; submental incision liposuction 80cc removed plus midline platysmal plication; ultrasound assisted liposuction epigastrium, bilateral rib cages, bilateral lateral abdominal area, total removed 1400cc; "ual" time eleven minutes, fifty-four seconds golf tee long hand piece six watts; formal abdominal panniculectomy with midline and bilateral waist plication, total removed 900 grams. Bilateral reduction mammoplasty was performed in the routine fashion. It should be noted that pt had previous silicone implants submammary and when reporter got into the submammary space there was free rupture of the silicone implants with extensive saponification, left greater than right, with significant calcium formation on the left side. Therefore, with the free rupture of the implants and this reactive picture, formal capsulectomies needed to be done, and therefore, the capsules were tediously removed in all areas from the chest wall and from the submammary areas. With the previous implants in place obviously this took away all the blood flow that would normally come into the inferior dermal pedicle so dr left the inferior dermal pedicle as wide as possible, but clearly this makes pt at increased risk for nipple areolar loss and pt was aware. The breasts were then closed after all the free silicone and capsulectomy was performed and hemostasis was achieved. The right breast implant weighed 233 grams. It appeared to be an old style dow-corning. There were no markings on it. Left implant was 235 grams.